Manufacturer narrative:
Concomitant products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported by a manufacturer representative on (B)(6) 2017 that the patient described head and facial pain. The health care professional (hcp) took an x-ray and the leads looked to have slid anterior post-operative. The manufacturer representative confirmed that the patient was receiving coverage and relief from both leads. According to the manufacturer representative, the manufacturer representative had spoken with the patient and hcp on (B)(6) 2017. The hcp scheduled an appointment on (B)(6) 2017 to assess the one cervical lead that was anterior and therefore most likely the reason for the new head and face pain that the patient had described. There would be a lead revision and possible removal of the problematic lead on (B)(6) 2017. It was noted that if the problematic lead was removed, the other lead would be left in as it covered the patient¿s area of pain. The issue was not yet resolved at the time of the report. The surgical intervention was planned for (B)(6) 2017.

Event description:
Additional information was received from a health care provider that reported that the patient was 5 days post-permanent spinal cord stimulation implant which was complicated by post-operational ¿octrode¿ (electrode) migration into the anterior epidural space with corresponding right facial headaches. The health care provider was under the impression that the lead was replaced, but manufacturer¿s records indicate that it was removed. The revision occurred on (B)(6) 2017. The patient¿s medical history includes chronic regional pain syndrome type ii.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.